Manufacturer narrative:
The system is approx 30 years old and the collimator lamp timer board was redesigned due to component obsolescence. The system had been updated with the new timer board and the customer felt it was too long and the lamp cover could get too hot. However, the fixed setting of 45 seconds is per product specification. (B)(4).

Event description:
The customer alleged that the cover on the collimator lamp got too hot with a fixed lamp timer setting of 45 seconds.